Manufacturer narrative:
The nurse reported that they are having a problem running cardiac numbers on the bsm. After the swan-ganz was inserted, the computation constant would change intermittently from the set value. Nihon kohden clinical applications specialist (cas) spoke with the nurse and advised him to switch the patient to a portable bsm in order to perform a hard bsm reboot. A different nk cas was on-site and was able to assist the nurse. A current work around is to put in the constant on the packaging. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. No patient harm was reported.

Event description:
The nurse reported that they are having a problem running cardiac numbers on the bsm. After the swan-ganz was inserted, the computation constant would change intermittently from the set value.

Manufacturer narrative:
Details of the complaint. On (B)(6) 2018, nurse (B)(6) at (B)(6) medical center reported issues with running cardiac numbers on the bedside monitor (mu-671ra sn: (B)(6) ). The "comp constant" was reported to be changing on the results screen. The issue was related to the swan (catheter). Service requested/performed nka clinical application specialist (cas) worked with the customer to troubleshoot the issue. Cas notes are entered below: [(B)(6) 2018] customer states that the computation constant would change intermittingly from the set value. She stated that the swan-ganz was inserted yesterday, and they have continued to have issues with readings. I asked if she had the ability switch the patient to a different monitor? The constant should remain the same, once set. I wanted to perform a hard reboot of the bsm, but the patient's safety was most important. She wanted to obtain a bsm on a roll stand, and asked if she could call me back personally. [05/02/18] spoke with (B)(6) cas. She states she is currently on site at vidant and the nurses told her that the constants for edwards in the bsm are not the same as the constants on the edwards swan packaging. Current work around is to put in the constant on the packaging. On 05/03/18, cas reported providing the site with additional hemodynamic training. Investigation result. Per nkc DHR, the unit (mu-671ra sn: (B)(6)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The bsm warranty began 05/28/17 and approximate length of use at customer facility is 1 year. Review of tickets opened at (B)(6) medical center regarding mu-671ra revealed the following related to cardiac output (co): ID created on product ID description (B)(4) (B)(6) 2017 12:43 am mu-671ra [migration] - problem: no values in the hemodinamic locationdescription: dashes where there should be values under the co tab line 2has no values. (B)(6) (B)(6) 2018 11:02 am mu-671ra co not giving correct values on the bsm. (B)(6) (B)(6) 2019 06:43 am mu-671ra issues with parameters. (B)(6) (B)(6) 2018 08:05 am mu-671ra issues with cardiac numbers. (B)(6) (B)(6) /2018 05:50 am mu-671ra wrong co readings with edwards . (B)(6) (B)(6) 2018 12:16 am mu-671ra cardiac output readings. From the above, one ticket was identified to be related to the current issue: 25385. This was reported one day after the current issue, against the same device (mu-671ra sn: (B)(6)). Review of complaints at all facilities reported against mu-6x1ra units identified 0 tickets with issue description "computation constant". To assure accurate cardiac output and hemodynamic values, the clinical end-user should check the computation constant within the catheter packaging and verify that the correct values are entered into the bedside monitor (bsm) as the computation constant can change with different catheters. Accurate readings require the correct computation constant. The root cause is determined to be user misunderstanding of device functionality and proper workflow to obtain accurate cardiac output values. No further issues have been reported at vidant medical center relating to this issue after customer was provided onsite hemodynamic training on 05/2018. No trend of this issue is suspected at other facilities. Investigation conclusion. The root cause is determined to be user misunderstanding of device functionality and proper workflow to obtain accurate cardiac output values. No further issues have been reported at vidant medical center relating to this issue after customer was provided onsite hemodynamic training on 05/2018. No trend of this issue is suspected at other facilities. Additional information: b4. Date of this report; d4. Unique device identifier (UDI) #:; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The nurse reported that they are having a problem running cardiac numbers on the bsm. After the swan-ganz was inserted, the computation constant would change intermittently from the set value.